Event description:
After microsensor with skull bolt was implanted, the surgeon found the sensor to be loose. As he attempted to tighten the bolt and secure the sensor, the icp reading rose as the bolt was tightened. As the bolt was lossened, the icp reading went down. The device was explanted and discarded.